Manufacturer narrative:
510(k) k160229 device evaluation: complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr 321061. Clarification was requested as follows; 1. What exactly is meant by ¿ the cook needle does not lock in the sheath¿? 2. Is the issue of ¿needle deploying within the scope¿ a separate issue to the one above or are they the same? 3. Does ¿needle deploying within the scope¿ mean that the distal end of the needle advanced out from the sheath while it was still within the scope?¿ reply was received as follows; ¿unfortunately, I do not have clear answers for the questions below, even after further discussion with the customer. As reported, there were multiple instances of scopes that were damaged from puncture holes, and since I was not in the cases it is unclear as to exactly how that occurred. The physicians were not able to articulate, and I think that the comments such as ¿the cook needle does not lock in the sheath¿ and ¿needle deploying within the scope¿ was nondescriptive speculation on their end during the initial time of the complaint. I have since in-serviced the attending physician and fellows on proper usage and technique with the ebus needle as well as offered my assistance with any future cases, so hopefully this will not be a recurring issue moving forward.¿ (ref. Att. ¿email dm add questions-answers to add questions pr321056 & pr 321061¿). Clarification was also requested as follows; ¿can you please clarify the following in relation to the highlighted section in yellow from nate¿s statement from the 6th may; were there multiple devices involved, if so how many and have additional pr¿s been raised for same? Or is this one device that damaged multiple scopes? Or were the multiple devices just two devices which are covered under pr 321056 and pr 321061¿. To date no reply has been received. If a reply is received in the future then the file will be updated accordingly. Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6) root cause review: a definitive root cause could not be determined from the available information. The root cause is unknown as the device was not returned to confirm a material issue but based on the limited information provided it is possible that there was a problem with the sheath locking. A possible root cause could be attributed to the thumbscrew of the sheath adjuster not tightened sufficiently leading to the locking issues encountered. Training has been performed since by the district manager. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
510(k) k160229 (B)(4)the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "the cook needle does not lock in the sheath and they had issues with the needle deploying within the scope and resulting in scope damage."note: the customer indicated this has damaged their scope twice now ((B)(4)).the dm spoke with the customer and the customer believes the problem is not with the cook device, but that their fellows are using the scope incorrectly as they are bending it at a 90 degree angle. She believes this is what is causing the issues. Cathy requested the dm to perform an in-service which will occur in the next couple of weeks. The customer is waiting for the their scopes to be returned as they are being repaired.did any unintended section of the device remain inside the patient¿s body? - no· please describe the object and how it was retrieved:did the patient experience a delay or require any additional procedure due to this occurrence? - no· please specify delay or any additional procedure(s) and provide details:has the complainant reported any adverse effects on the patient due to this occurrence? - nohas the complainant reported that the product caused or contributed to the adverse effects? - no· please specify adverse effects and provide details. For all complaints, ask:if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? - asku please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). - lungs if lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. - asku please describe the size of the intended target site. - asku if not with the device in question, how was the procedure performed and/or finished? - asku was the device used in a tortuous position? - yesare images of the device or procedure available? - no was the device damaged in packaging before removal? - n/a was the device damaged on removal from packaging? - n/a was force required to remove the device? - n/a for complaints occurring during use (once in contact with endoscope), also ask: what is the endoscope manufacturer and model number that was used? - olympus (model unknown) was the scope recently service/repaired? - n/a was force required on insertion of device into scope? - asku was resistance felt while inserting the device through the scope? - asku when was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? - during advancement was the syringe used during the procedure, after the stylet was removed? - asku was difficulty experienced while retracting the needle? - asku was it possible to be fully retract before removing the needle from the patient? - asku was gaining access to the targeted site difficult? - asku was the endoscope in a flexed or twisted position at any time during the procedure? - yes was puncture of the targeted site difficult? - asku was the stylet fully in place inside the needle when advancing into the targeted site? - asku was the stylet partially removed when advancing into the target site? - askuhow many samples were obtained with this needle? - asku did any section of the device detach inside the patient? - no if the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? - asku was there difficulty locking the sheath (or needle) in place or slipping experienced during use? - asku was there difficulty in attaching or detaching of the device leur lock to the scope? - asku if device is a procore needle, is the kink located distally at the notch / core trap? - asku